Event description:
It was reported the patient received the following results within 15 minutes: a result of either "hi" mg/dl (greater than 600 mg/dl) or "lo" mg/dl (less than 10 mg/dl) and 97 mg/dl.the patient couldn't recall if the result was "hi" mg/dl or "lo" mg/dl, but it was one of the two.